Event description:
Patient presented to the physician with the ipg breaking through the skin. Physician prescribed antibiotics and confirmed infection 3 days after clinic visit. Physician brought the patient into the or and placed the patient on IV antibiotics during the procedure. Physician removed the entire inspire system.